Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer sst blood collection tube was discolored to black and the stopper was chipped. There was no report of serious injury or medical intervention.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tube was discolored to black and the stopper was chipped. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: customer returned (1) 1cc, 13mm, 29g bd safety-lok insulin syringe in an open blister pack from lot # 5077733. Customer states that the syringe is broken and the broken part is the place of connecting the needle. The syringe was retuned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. Sample was forwarded to manufacturing (holdrege) on 03aug2018 for further review. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Damage to the hub core was noted, to the degree that inhibition of proper seating of the hub onto the syringe barrel is likely. No damage to the barrel tip was noted at this time. Probable root cause determined to hub core damage which interfered with the proper snap-fit design which secures the hub to the device. When this type of event occurs, there is an increased change that the hub assembly (hub, shield, cannula) may become detached from the remainder of the device, either during transport or during initial activation of the device. CAPA (B)(4) was initiated by the holdrege plant to address hub disengagement within the safety-lok product and its associated root cause(s). Batch# 5077733 was manufactured prior to implementation of any corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch #5077733. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for related defects during the production of these batches. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for syringe broken on lot # 5077733. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.